Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the introducer needle supplied in the kit with no relevant findings identified. The probable cause of the needle hub cracking in use could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle attached to a syringe for evaluation. The needle and needle hub were visually examined under magnification. The needle hub was observed to have a single crack along the body towards the proximal luer taper of the hub. The needle hub was tested for aspiration by attaching the returned syringe to the needle hub and drawing water into the syringe. Water could not be aspirated into the syringe. The report of a cracked needle hub was confirmed by visual examination of the returned needle as a crack was observed on the needle hub. Functional testing also confirmed aspiration could not be performed with the defective needle hub. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.